Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact on the customer¿s blood glucose level. Since the customer declined further follow-up with technical support and was in the process of renewal, no additional corrective actions were taken.